Event description:
It was reported that the customer experienced cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided comprehensive pump reset information and guided the customer through the pump reset process, after which the error did not reoccur, and the customer successfully initiated a sensor session.